Event description:
The lap cholecystectomy pack had 11 sponges. It was found to be incorrect at relief count during the procedure. This required a post-op x-ray, which was negative. This could have resulted in a retained sponge.